Manufacturer narrative:
Batch review performed on 30 september 2021. Lot 2004003: (B)(4) items manufactured and released on 25-mar-2021. Expiration date: 2025-03-21. No anomalies found related to the problem. To date, (B)(4) items of this lot have been sold without other similar events reported. Additional items related to the event, batch review performed on 30 september 2021. Reverse shoulder system 04.01.0157 glenoid polyaxial locking screw - l14 (k170452) lot. 179969. Lot 179969: (B)(4) items manufactured and released on 13-jun-2018. Expiration date: 2023-05-03. No anomalies found related to the problem. To date, (B)(4) items of this lot have been sold without other similar events reported. Reverse shoulder system 04.01.0158 glenoid polyaxial locking screw - l18 (k170452) lot. 2002440. Lot 2002440: (B)(4) items manufactured and released on 26-aug-2020. Expiration date: 2025-08-18. No anomalies found related to the problem. To date, (B)(4) items of this lot have been sold without other similar events reported. Reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0° (k170452) lot. 2003851. Lot 2003851: (B)(4) items manufactured and released on 8-apr-2021. Expiration date: 2026-03-17. No anomalies found related to the problem. To date, (B)(4) items of this lot have been sold without other similar events reported. Reverse shoulder system 04.01.0122 humeral reverse hc liner ø39/+3mm (k170452) lot. 2100435. Lot 2100435: (B)(4) items manufactured and released on 25-mar-2021. Expiration date: 2026-03-15. No anomalies found related to the problem. To date, (B)(4) items of this lot have been sold without other similar events reported. Reverse shoulder system 04.01.0161 glenoid polyaxial locking screw - l30 (k170452) lot. 2102243. Lot 2102243: (B)(4) items manufactured and released on 12-apr-2021. Expiration date: 2026-03-23. No anomalies found related to the problem. To date, (B)(4) items of this lot have been sold without other similar events reported. Reverse shoulder system 04.01.0163 glenoid polyaxial locking screw - l38 (k170452) lot. 174749. Lot 174749: (B)(4) items manufactured and released on 30-jan-2018. Expiration date: 2023-01-15. No anomalies found related to the problem. To date, (B)(4) items of this lot have been sold with 1 other similar event reported. Reverse shoulder system 04.01.0190 threaded glenoid baseplate ø24.5x25 (k171058 ) lot. 1906799. Lot 1906799: (B)(4) items manufactured and released on 12-feb-2020. Expiration date: 2025-02-02. No anomalies found related to the problem. To date, (B)(4) items of this lot have been sold without other similar events reported. Reverse shoulder system 04.01.0007 std humeral diaphysis - cementless - 12 (k170452) lot. 176469. Lot 176469: (B)(4) items manufactured and released on 29-nov-2017. Expiration date: 2022-11-08. No anomalies found related to the problem. To date, (B)(4) items of this lot have been sold without other similar events reported.

Event description:
About 3 months after the primary surgery the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all components and implanted an antibiotic spacer. The surgery was completed successfully.